Manufacturer narrative:
(B)(4). Date sent: 10/07/2004. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a pph procedure, after firing the device, three staples were dropped. The staples ring separated from the anastomosis. The surgeon used hand sewing to complete the procedure. Operating room time extended by three hours due to hand sewing. There was no clinical impact to the patient as a result of the extended operating room time.